Manufacturer narrative:
The customer completed their own investigation. It was determined that the anticoagulant depletion was caused by technician error. The technician spiked the anticoagulant prior to priming the machine causing the anticoagulant to run into the bowl. This was observed during the draw phase, so no donor adverse event occurred. If this was not noticed by the technician, the donor could have experienced a citrate reaction ranging from mild to severe. User error.

Event description:
Haemonetics received a complaint on (B)(6) 2016 for a report of anticoagulant depletion during a plasmapheresis. The ac depletion was noticed during the first draw so no cells were returned to the donor. The customer reported that they were investigating to determine if user error was involved.